Event description:
Per notification from quality to risk mgt on 9/8/2022---patient required a inari thrombectomy on (B)(6) 2022 for extensive pulmonary emboli in bilateral amin pulmonary arteries. On (B)(6) on ctap metallic foreign body was seen in the right external iliac vein- ICU notes state "cardiology aware discussed with patient that piece of wire broke off in thrombus." Per cardiology, will keep patient on life-long noac to avoid future thrombus around the wire. Patient expired on (B)(6) 2022 after going into pea arrest. Physician interview occurred and he does not believe this event caused/contributed to patient's death. FDA safety report ID# (B)(4).